Event description:
While using my respironics dreamstation CPAP nightly for the past year I had many nightly coughing spells throughout my disrupted sleep cycles while using the CPAP. I had used the so-clean ozone sanitation device daily prior to use of the CPAP. Although this complaint form only allows a single date my issues have been well over a years time. I only found out about the FDA alert and the phillips CPAP recall notice this week. FDA safety report ID # (B)(4).